Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 (mg/dl). Reportedly, the customer did not eat dinner on time. Customer then ate their dinner to treat the low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.